Manufacturer narrative:
(B)(4). Approximate age of device- 3 years and 2 months. The patient remains ongoing with the device. However, the replaced segment of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2018, it was reported that the patient had a pump stoppage when connected to the power module during a clinic visit. The alarm resolved when the system was switched to batteries. A short to shield issue was suspected. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed a low speed operation, a low speed hazard and a pump stoppage on the morning of (B)(6) 2018 while the system was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). X-ray images submitted for review did not show any areas of concern. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement and replaced the entire external portion of the driveline with no issues. Post-repair, the system was connected to a normal grounded patient cable with no further alarms. The patient was to be monitored for several hours on a grounded patient cable for several hours then discharged. No additional information was provided.

Manufacturer narrative:
Although the reported low speed and pump stoppage events were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through evaluation of the returned portion of driveline. However, the entire driveline was not returned. The replaced portion of the driveline was returned measuring approximately 16". Visual inspection of the outer silicone jacket was unremarkable. Visual inspection of the bionate did not reveal any signs of damage. Electrical continuity did not reveal any discontinuities or shorts. No areas of breakdown were identified along the metal braided shield. Visual examination of the underlying wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.